Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. Please see h11. H11: corrected data = d4.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2020 additional information requested and received: this patient was long discharged and the surgeon did not report any chemotherapy preoperatively.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? The patient had a resection for a tumor in the sigmoid did the patient receive any preoperative chemotherapy or radiation? Tbc what did the pathology show? Can these results be shared with us? Tbc was any additional testing done to dx the leak other than the crp? The improvement of the patient¿s condition was in question, and there was abnormal discharge from the surgical drain. What color reloads were used and what was the sequence of the firings? The ntlc was used on the gold reload sequence or all firings. What anatomical structures was the device fired on? The sigmoid colon what was the reason for using a 100mm device? The device used was the 75mm stapler, not 100mm, the 75mm was used for the added length when compared to the 55mm stapler because the sigmoid can be a wide organ to transect, further more it provides the surgeon more options without leading to added surgical costs for the patient. Were other stapling or suturing devices used when creating the anastomosis? Only a prolene stay suture distal to the anastomotic staple line which is inline with best practice in this procedure. How was the common opening closed? Kindly specify what the ¿common opening¿ refers to. Were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to assemble/close? No was the device difficult to fire; was the force to fire higher than expected? No how was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? Difficult to ascertain when the leak started but by the fourth day the patient¿s condition was such that they necessitated a re-operation for a suspected anastomotic leak. How was the leak identified? It was visualised during re-operation upon examination of the anastomotic staple line. Was the site of the leak identified? Yes, if so, where and what was observed? Dihesence was observed on the side-to side anastomosis stable line, where adjacent sides of colon were anastomosed, adequate tissue perfusion was confirmed with laboratory examination. Was it leaking through the staple line? Yes, on the staple line where adjacent parts of colon were stapled for anastomosis. Were any malformed staples or missing staples identified? If so, please describe the shape and location. None noted, but there was dehesence along the staple line. Were there any signs of tissue ischemia or necrosis? No, and this was confirmed with laboratory testing. What was done in the reoperation? The anastomosis was broken and a colostomy was made until the condition of the patient is improved enough to receive a ¿closure of colostomy¿ procedure. What is the status of the patient? The patient is discharged with a colostomy until a closure of colostomy is indicated. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported - surgeon did a sigmoid resection and side to side anastomosis using the ntlc75 linear cutter. The anastomosis was performed with the anvil of the cutter in one lumen and cartridge deck in the adjacent bowel to be stapled and stay suture was used to secure the anastomosis just beyond the staple line. The surgery was completed with no apparent complication. However, 4 days later the patient had elevated crp and was brought back to theatre for a re-look laparotomy. The stay suture was found to be intact but there was dehiscence and leak on the staple line along the staple anastomosis. Entire anastomosis was resected and sent to the lab to assess for ischemia and any other abnormalities. The patient received a temporary colostomy.